Event description:
Boston scientific received information that a health care professional (hcp) called into boston scientific's technical services (ts) department to inquire about atrial tachy response (atr) episode function for this cardiac resynchronization therapy defibrillator (crt-d). Ts also instructed the hcp on how to print real time to see the atr intervals. While reviewing one of the ventricular tachycardia (vt) events, some noise with cyclic oversensing was discovered on the right ventricular (rv) lead. The noise appeared to be external related, however it resulted in approximately 6 seconds of asystole for this patient. Ts suggested that the hcp review the patient's past medical procedures, chiropractor, tens unit etc. No adverse patient effects were reported.

Event description:
Subsequent information indicates that the device was explanted for normal battery depletion and returned for analysis.

Manufacturer narrative:
Additional information received from the health care professional (hcp) stated there was no oversensing on the patients electrogram's and the device is working appropriately. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The episode in question from (B)(6) 2011 was printed out and reviewed. It was dated (B)(6) 2011 and showed a repeating cycle of external noise on the rv channel. The external noise was sensed and had inhibited pacing as reported.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available this report will be updated.